Event description:
The product complaint report shows the customer alleged that the 7200 ventilator's audible alarm did not sound. The hosp's respiratory therapist replaced the main power switch and the device's alarm functioned as specified. The switch was discarded and no evaluation of the component was conducted. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.